Manufacturer narrative:
Cmp-(B)(4). Catalog #: 471843, 4.3mm rtd twist drill sterile, lot # 628010. The device was received for evaluation. It was found that there was significant damage, including the melted housing, indentations throughout the device likely from gripping the device or impaction, a bent handle, a melted lock nut, and the injection molded plastic was significantly bent on the twist drill. Due to the severe damage, no dimensional analysis was completed. The device history records were reviewed and no issues relevant to the reported event were identified. The reported device is used for treatment. The root cause of the issue was determined to be related to a manufacturing and quality systems issue. Corrective and preventive actions have been initiated for the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that while drilling the cortical bone for screw hole during a trauma procedure, the connection part of the radiolucent targeting device was melted. The axis inside of the device appeared to be slightly bent. An alternative device was utilized to complete the procedure. No patient consequences were reported as a result of the malfunction.